Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 11 days after insertion of essure, the patient experienced pain ("pain all over body"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy and long period"), fibromyalgia ("fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("pain in my back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, alopecia and pain outcome was unknown, the pelvic pain and fibromyalgia was resolving and the back pain had resolved. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fibromyalgia, menorrhagia, pain, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Reporter added. Essure implant date and indication updated and explant date added. New events perforation (fallopian tube),abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ heavy and long period ,fibromyalgia; bladder problems or changes, urinary problems or changes, dyspareunia (painful sexual intercourse), hair loss, pain in my back, pain all over body and essure confirmation test not done were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding (general),") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight and bipolar disorder. Concomitant products included pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pain ("pain all over body"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy and long period"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and fatigue ("fatigue,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss") and back pain ("pain in my back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, alopecia, pain, genital haemorrhage, dysmenorrhoea, fatigue and weight increased outcome was unknown, the pelvic pain and fibromyalgia was resolving and the back pain had resolved. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 1761bs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Most recent follow-up information incorporated above includes: on 4-feb-2019: new pfs received- new events added: abnormal bleeding (general), dysmenorrhea(cramping), fatigue, weight gain / loss specify which one: weight gain. Were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) pictures show coils were protruding from 1 tube'), pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('abnormal bleeding (general),') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included nabothian cyst, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, attention deficit/hyperactivity disorder and anxiety. On an unspecified date, picture show coils were protruding from 1 tube. Concurrent conditions included overweight, bipolar disorder, perineal pain, stress incontinence, abdominal pain, hepatic steatosis, weakness, groin pain, back pain, chronic cervicitis, streptococcal sore throat and vomiting. Concomitant products included brexpiprazole (rexulti) since 2009, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pain ("pain all over body"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy and long period"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and fatigue ("fatigue,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("pain in my back"), post-traumatic stress disorder ("chronic ptsd"), bipolar disorder ("bipolar disorder") and attention deficit/hyperactivity disorder ("adhd"). The patient was treated with gabapentin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, alopecia, pain, genital haemorrhage, dysmenorrhoea, fatigue, weight increased, post-traumatic stress disorder, bipolar disorder and attention deficit/hyperactivity disorder outcome was unknown, the pelvic pain and fibromyalgia was resolving and the back pain had resolved. The reporter considered alopecia, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pain, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. In current fu insertion date-(B)(6) 2010, removal date-(B)(6) 2017. Current weight 1761bs. Approximate weight at the time of essure placement 140 lbs. Insertion date as per pfs: (B)(6) 2010. Removal date as per pfs: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fibromyalgia. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & social media received. Events: chronic ptsd, bipolar disorder, adhd were added. Concomitant drug, treatment drug and historical conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) pictures show coils were protruding from 1 tube'), pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('abnormal bleeding (general),') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included nabothian cyst, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, attention deficit/hyperactivity disorder and anxiety. On an unspecified date, picture show coils were protruding from 1 tube. Concurrent conditions included overweight, bipolar disorder, perineal pain, stress incontinence, abdominal pain, hepatic steatosis, weakness, groin pain, back pain, chronic cervicitis, streptococcal sore throat and vomiting. Concomitant products included brexpiprazole (rexulti) since 2009, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pain ("pain all over body"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy and long period"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and fatigue ("fatigue,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("pain in my back"), post-traumatic stress disorder ("chronic ptsd"), bipolar disorder ("bipolar disorder") and attention deficit/hyperactivity disorder ("adhd"). The patient was treated with gabapentin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, alopecia, pain, genital haemorrhage, dysmenorrhoea, fatigue, weight increased, post-traumatic stress disorder, bipolar disorder and attention deficit/hyperactivity disorder outcome was unknown, the pelvic pain and fibromyalgia was resolving and the back pain had resolved. The reporter considered alopecia, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pain, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. In current fu insertion date- (B)(6) 2010, removal date- (B)(6) 2017. Current weight 1761bs. Approximate weight at the time of essure placement 140 lbs. Insertion date as per pfs: (B)(6) 2010. Removal date as per pfs: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & social media received. Events: chronic ptsd, bipolar disorder, adhd were added. Concomitant drug, treatment drug and historical conditions were added. Most recent follow-up information incorporated above includes: on (B)(6) 2019: upon receiving follow-up information via email, it was confirmed that case (B)(4) is a duplicate of case (B)(4).hence all the information from the case (B)(4) is transferred to case (B)(4) and is marked for deletion.no new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.